Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".

Event description:
The user facility reported a 52-year-old male patient with an impella cp for a fall prompted by acute myocardial infarction where he had a visible hematoma and unknown neurological status. It was reported that the distal pulses in the patient's lower extremity was lost following impella cp implant. The physician was made aware and revascularization was performed. However, the family ultimately made the patient do not resuscitate (dnr) as a result of the overall prognosis. The patient passed away. There is not enough evidence to disassociate the patient's passing and the use of the device.